Event description:
It was reported that the device did not register the latch's position. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the device did not register the latch's position. No relevant information was found in review of event log. No relevant 12-month service history was found. Visual and functional testing was performed. Complaint was confirmed through latch lock test. Replaced latch lock flex sensor. Device passed all testing criteria post repair.